Manufacturer narrative:
The device for this event has not been returned to the manufacturer for evaluation; however, the medical records were returned for review. The investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported to weight (B)(6); however, age and weight were not provided.